Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tip of the waveguide was broken off. The broken piece was not returned. Functional testing was performed on hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not working. It was reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the waveguide had its tip missing. The titanium waveguide was in use when it cracked and broke off and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. It was also reported that the dissector prongs were bent. The reported issue could not be con firmed. The dissector prongs did not show any visible damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The users are advised to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device stopped working. They changed the battery and charger, but it didn't work and the they realized that the tip was bent. They finished the procedure with a new device.